Manufacturer narrative:
(B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the blood pressure became difficult to monitor and an unknown alarm occurred. The iab was discarded due to infectious disease then replaced and therapy continued. There was no reported patient injury.